Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: trapped: extraction of an implantable cardioverter defibrillator lead victim to percutaneous interventional left ventricular volume reduction. Heart rhythm case reports. 2024; 10:734¿737. Doi: 10.1016/j.hrcr.2024.07.011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the extraction of an implantable cardioverter defibrillator (ICD) lead. The authors described a patient who had an ICD implanted and presented to the hospital with a left ventricular (lv) aneurysm and underwent a procedure for lv reconstruction. During the procedure, two pairs of external and internal anchors were placed to isolate or compress the aneurysm, aligning the contractile parts of the lv walls. Post procedure, the right ventricular (rv) lead exhibited a sharp rise in pacing impedance and heart rate, the drop in p/r amplitude, shock, thorax impedance, variability, and patient activity. Imaging revealed accidental entrapment of the rv lead between the rv anchors and cranial kinking of the shock lead was observed proximal to the lead tip. This necessitated a revision of the ICD system. The status of the lead is unknown. No adverse patient effects or additional product performance issues were reported.